Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. Technical services (ts) recommended lead evaluation in bipolar and unipolar configuration. Additionally, ts recommended isometrics including arm movements across the chest, over the head, valsalva, and pocket manipulation. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. Technical services (ts) recommended lead evaluation in bipolar and unipolar configuration. Additionally, ts recommended isometrics including arm movements across the chest, over the head, valsalva, and pocket manipulation. This crt-p remains in service. No adverse patient effects were reported.